Event description:
Accidental ingestion of product [accidental device ingestion] indigestion [indigestion] case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a male patient who received double salt dental adhesive cream (polident denture adhesive cream) cream for drug use for unknown indication. On an unknown date, the patient started polident denture adhesive cream. On an unknown date, an unknown time after starting polident denture adhesive cream, the patient experienced accidental device ingestion (serious criteria gsk medically significant) and indigestion. On an unknown date, the outcome of the accidental device ingestion and indigestion were unknown. It was unknown if the reporter considered the indigestion to be related to polident denture adhesive cream. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional information: the patient used polident denture adhesive cream and swallowed the product because it melts but felt as if he had indigestion.